Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead exhibited high impedances in several placement positions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.